Manufacturer narrative:
The part number was unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. The product code was unknown; therefore, the brand name, catalog number, 510(k) and lot/serial number were unknown. The manufacturing location was unknown. Device manufacture date was unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device fell apart was not confirmed. However, during evaluation, it was determined that the device had a piece of broken cutter stuck inside of it. A full assessment of the device could not be performed due to the condition of the cutter was received. The piece of the cutter was broke off below the laser marking and identification of the cutter and the lot number was not able to be identified and the rest of the cutter was not sent in. The root cause of this failure was corrosion which was clearly observed and a typical result of insufficient cleaning after clinical procedures. The assignable root cause was determined to be due to failure to follow cleaning, sterilization and/or maintenance procedures per the directions for use. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported that during testing, it was observed that the attachment device fell apart. During in-house engineering evaluation, it was determined that the device had a fractured cutter inside of it. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted